Manufacturer narrative:
Doctor's notes mentioning hospitalization were received. There is no confirmed history of infection related to our product. We are unable to confirm if the infection was caused by our device. Patient also mentioned wearing pads with the device.

Event description:
Patient called in on (B)(6) 2019 to ask questions about the product, and saying he is having some leakage. Nurse went over some troubleshooting with him and explained how the device needs to be positioned. During a follow-up call on (B)(6) 2019, he stated the product is working great; he will call back if he has further questions. Patient was contacted for another follow-up call on (B)(6) 2019. He stated he was doing fine but had a question on how to position the device while sleeping. He also mentioned he had a uti before. Customer service was able to determine he was hospitalized for treatment of the uti, then went to an infections disease specialist. He had also mentioned wearing pads while using the device.